Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.

Event description:
It was reported that patient experienced ineffective stimulation and discomfort at the implantable pulse generator site. Programming changes have been made however was unsuccessful. Patient denies any traumas or falls. The implantable pulse generator was repositioned on (B)(6) 2021. There were no complications during the procedure. Patient was stable.